Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the device is not working with derma carrier. The testing material is catching and is not rolling smoothly through mesher. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified the comb of the mesher was bent and had corrosion/rust spots. The roller also had corrosion spots and scratches/dents. Functional testing could not be performed due to damage to calibrated equipment. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.